Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in the operating room for a scheduled generator replacement after being lost to follow-up for the past year. It was noted that noise was seen in stored auto mode switch episodes on the patient's device resulting in auto mode switch episodes. The atrial lead noise could not be reproduced with pocket manipulation or direct manipulation of the lead. No visual anomalies were noted during the procedure. The patient was stable post procedure. No medical intervention was reported.